Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the left ventricular lead was hard to place interavenously due to patient anatomy, and a coronary sinus dissection occurred. The patient did not experience any complications due to the coronary sinus dissection. A epicardial lead plaement will be scheduled.